Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent was not fully deployed. The pt developed no-reflow resulting in ventricular tachycardia and ventricular fibrillation requiring cardiopulmonary resuscitation and defibrillation. Subsequent inflation in the under deployed stent restored flow and case was completed with excellend angiographic result. Pt was discharged on 12/5/98.